Event description:
Additional information was received from the primary physician and reported the cause of death as: congestive heart failure secondary to cardiomyopathy and coronary artery disease.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitan: 694765 lead implanted: 2008-(B)(6); 5076-52 lead. Implanted: 2008-(B)(6); 4543 lead. Implanted: 2008-(B)(6). (B)(4).